Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had sensor glucose versus blood glucose differences. Customer's blood glucose was 103 mg/dl. The customer is experiencing false low alerts that is also causing the threshold suspend to trigger. The customer current blood glucose value is 87. The current sensor glucose value is 49. The customer was advised and explained sensor glucose and blood glucose meter readings will be close, but rarely match due to how glucose travel in the body and also explained there maybe larger differences after meals, bolus delivery or when the arrows present on sensor graph. The sensor glucose and blood glucose is not within acceptable range. After the troubleshooting was done, customer was advised that the sensor may be responding to changes in glucose.